Event description:
It was reported that pump housing around usb port was damaged and screws no longer held plastic piece in place, although customer was still able to charge pump and caller was unsure how damage occurred, suggesting normal wear and tear. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate method of insulin delivery if necessary, while technical support arranged shipment of replacement pump with updated software.